Manufacturer narrative:
Meet with (B)(6) for bleeding. Device was discarded.

Event description:
As reported through the japanese tavi registry, a 20mm sapien 3 valve was transfemorally deployed in the aortic annulus. Severe bleeding was observed within the day of tavr procedure. Surgical hemostasis was performed as hemostasis was difficult. The outcome was judged as recovering. Additional details regarding the event (i.e. Source of bleeding, timing of event) is not forthcoming.

Manufacturer narrative:
Corrected data: per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the thv procedure in this elderly population with multiple comorbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j sternotomy or right mini thoracotomy), access, and stabilization of the site are also provided in the training. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), hemorrhage/bleeding is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as additional details regarding the event (including the location of the bleeding, and timing of event), patient and procedural factors were not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Upon further investigation, a redaction to this report is required. The new information indicates that the access site bleeding was caused by the closure device and was not related to the edwards- devices. There was no report of an edwards device malfunction or adverse event related to an edwards thv device. After investigation it has been determined that this event does not meet the criteria of a complaint or a reportable event and a corrected report is being submitted.